Manufacturer narrative:
Investigation summary it was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After an ablation, the sensor of the temperature stopped working. There was no patient consequence reported. The device was visually inspected and red/brown material was observed inside the pebax and a rough edge was found where the shaft meets the peek housing. However, during a closer inspection, no rough part was observed. Then, an electrical test was performed on the catheter and it was found within specifications. However, the thermocouple values were found out of specification. A failure analysis was performed and it was found that there was an electrical intermittence on the tip area creating the temperature issue. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30011095l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After an ablation, the sensor of the temperature stopped working. There was no patient consequence reported. This temperature issue was assessed as not MDR reportable. The biosense webster failure analysis lab received the catheter for evaluation on (B)(6) 2018. It was discovered on (B)(6) 2018, that there was red / brown material inside the clear pebax. Also, there was a rough edge where the shaft meets the sensor. These findings were assessed as not MDR reportable. On (B)(6) 2018, additional testing was performed and the scanning electron microscope (sem) analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole on the surface of the pebax was assessed as a reportable malfunction. The awareness date for the reportable malfunction is (B)(6) 2018.